Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced suspension of insulin delivery after a bluetooth connectivity issue with the cgm sensor, with the dexcom app not responding to pairing, and troubleshooting determined the issue was limited to the cgm sensor while education and guidance were provided to pursue sensor replacement with the cgm manufacturer. Symptoms included hyperglycemia with a reported peak of 350 mg/dl, general malaise consistent with high glucose, and several hours spent above target. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of backup therapy. Investigation included product technical support and troubleshooting with user education. Investigation of this case revealed the cgm sensor failed to maintain bluetooth connectivity, which resulted in the pump not receiving sensor data and insulin delivery remaining suspended. It was concluded that the cause of the hyperglycemia was unclear and that replacement of the cgm sensor should be pursued with the cgm manufacturer. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.